Event description:
It was reported that the pt had been implanted with vns and had to be explanted, due to infection. No further details are available at this time and the explant date is unk. Attempts for further info have been unsuccessful to date.